Manufacturer narrative:
This product was manufactured in (B)(4) and is not marketed in the u.s. Device evaluated by manufacturer? No. Lens not returned. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2 implantable collamer lens, -5.5/3.0/014 diopter in to the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to low. The lens was exchanged for a longer lens and problem was resolved. The patient's post-op best corrected visual acuity was 20/20.

Manufacturer narrative:
Device evaluation: the lens was returned in liquid in lens case/vial with particulates on lens surface. Visual inspection found no visible damage to lens. (B)(4).

Manufacturer narrative:
Previously reported event description is incorrect. Correct event description is the reporter indicated that the surgeon implanted a 13.2mm vticmo 13.2 implantable collamer lens, -5.5/3.0/014 diopter in the patient's left eye (os) on (B)(6) 2015. The lens was exchanged on (B)(6) 2016 due to refractive surprise. This resolved the problem. The patient's post-op best corrected visual acuity (bcva) was 20/20. (B)(4).